Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin delivery and administered a bolus for the remainder of the insulin that was required. No further occlusion alarm had occurred. The customer's blood glucose level was not impacted. As this event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.